Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis.the harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.129¿ from the base. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the harmonic ace instrument's jaw broke off intraoperatively. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was checked before use. The customer sent back the broken instrument jaw.

Manufacturer narrative:
The harmonic ace instrument involved with this event was requested to be returned for analysis. As of the date of this report, the instrument has not yet been received.